Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that once cartridge reaches approximately 40u, insulin is no longer delivered as intended. Reportedly, customer loaded a new cartridge to resolve the issue. Customer's blood glucose was 260 mg/dl.